Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an educational demonstration, it was observed that the battery oscillator device stopped and did not release and return to neutral when the trigger was depressed. It was further reported that the locking mechanism would not open to release the unidentified saw blade. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the unknown liquid was in the internal electric and mechanical components came out of the device , it started working by itself, oscillating head base was broken. The assignable root cause was due to immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.